Event description:
The customer reported to olympus, the evis exera ii gastrointestinal videoscope insertion tube appeared to be damaged, the light guide (lg) fiber was broken and did not display light, the bending section cover or distal sheath (black covering of the bending section) was detached and the adhesive was missing. The issue was found during reprocessing of a device that has not been used for about one year. The device was returned for evaluation. During the device evaluation, the following reportable malfunction were found: biopsy channel was clogged with a foreign material of an unknown origin, and the light guide cover lens contained foreign material that was attached to the scope. There were no reports of patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation also found a bending section cover or distal sheath (black covering of the bending section) had a leak and was detached, plastic distal end cover/probe cover failed insulation threshold and was cracked, charged coupled device lens was chipped, the insertion tube had a scratch on the pocket-pouch, the grip unit was discolored, the air/water nut and suction cylinder nut paint was peeling off, connecting tube buckle was damaged, lightguide cover glass was scratched, control unit angulation system function test was at less or specific value, charged coupled device cover lens glue was chipped. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that the forceps channel was clogged with a foreign object and a foreign object was attached to the light guide lens, but the foreign objects could not be identified. Due to leakage from the rubber, proper reprocessing may not have been possible and the foreign matter may not have been removed. The detection method is described in the instruction manual evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual evis exera ii gif/cf type 165 series reprocessing manual cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.